Event description:
In this event the dentist reported that an endosonor file separated during treatment and became stuck in the root canal. According to the dentist, the pt had allergic reaction in the area of her cheek.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. Therefore, because a serious injury resulted in this case, this event meets the criterial for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.